Event description:
The device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/6/96: supplemental report #1 sent to FDA. Device returned to MFR on 10/2/96.